Event description:
The pt implanted with this ancure endograft, experienced bilateral claudications in both his legs and feet. Boston scientific can not confirm the clinical observation. No additional info is available at this time. If add'l info becomes available, this event will be updated.